Event description:
This pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. At this time, there is no evidence to suggest that intervention has been performed.

Manufacturer narrative:
It was determined by boston scientific technical services after reviewing the device data that the increased battery consumption was due to high atrial sensing and minute ventilation feature being turned on. Additionally, programming suggestions were provided to decrease battery consumption. The device remains in service. No adverse patient effects were reported.

Event description:
This pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. At this time, there is no evidence to suggest that intervention has been performed.